Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation was performed. The reported complaint could not be reproduced during evaluation. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).